Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips produced high results and black chemistry observed. Most likely underlying root cause of black chemistry is improper storage. Correction of serial #: meter serial # (B)(4). Correction of use of device: initial use of device. Correction of labeled for single use: no, selected.

Event description:
Consumer complaint of e-3 error; test strip error. E-3 error occurred upon insertion of test strip into meter port. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2015 produced result of e-3 upon insertion of test strip into meter port. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 03/17/2015 and open vial date is less than 120 days. Adverse event not reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips produced high results and black chemistry observed. Most likely underlying root cause of black chemistry is improper storage.

Event description:
Consumer complaint of e-3 error; test strip error. E-3 error occurred upon insertion of test strip into meter port. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2015 produced result of e-3 upon insertion of test strip into meter port. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 03/17/2015 and open vial date is less than 120 days. Adverse event not reported.